Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had software error detected. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting for software error. Customer stated that self test performed but test did not pass. Product will not be returned device for analysis.